Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Section a has been updated with the provided information. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the interface pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed interface pcb assembly and determined the cause of the reported issue was due to integrated circuit, designator u4. U4 was electrically shorted.

Event description:
The customer contacted stryker to report that their device remained in AED mode and was unable to enter manual mode. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device remained in AED mode and was unable to enter manual mode. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.